Event description:
It was reported that at the device change out, the right ventricular (rv) lead had high impedances. Two days later, the impedances were still high and there was loss of capture. During pocket revision, rv pin was found not beyond set screw block. When doctors "wiggled" the lead in the header, they could produce noise. Doctors retighten the set screw. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.